Manufacturer narrative:
A second device history records was conducted. The report indicates that: the correct article number is (B)(4), manufacturing location: (B)(4), manufacturing date: 28.aug.2014 expiry date: 01.aug.2024 no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing investigation was performed for the subject device (part number 02.124.417, 4.5mm va-lcp curved condylar plate/16hole/336mm/lt-ster, lot number 9107890). The investigation of the complaint va-lcp condylar plate has shown that article is broken into two pieces. The plate shows wear marks and scratches at the surface. The measurable dimensions of the va-lcp condylar plate was checked as far as possible and found to be in compliance with the technical drawings and specifications. The examination of the raw-material certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with the specifications and with the international standard. Based on the available information we have to assume that the plate could not resist the applied force which finally led to the material overload/ fatigue failure. Postoperative activities of the patient may have played a certain role, too. No product fault could be verified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient identifier, date of birth/age, and gender are unknown. Date of post-operative plate breakage is unknown. (B)(6). Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history review: the correct article number is (B)(4) manufacturing location: (B)(6)- manufacturing date: august 28, 2014 - expiry date: august 1, 2024 no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that an implant broke post-operatively. The patient was originally implanted with a variable-angle locking compression (va-lcp) condylar plate on (B)(6) 2015. Sometime thereafter, the device broke. The patient had a bone deficit of 8.6cm and the bone graft did not give enough support to the implant. In addition, the patient was permitted full weight bearing (not load sharing) after six (6) weeks. The broken implant and intact screws were removed during an explant procedure on (B)(6) 2015. At this time, the surgeon used the hoffman method and planned for nailing at a later date. This report is 1 of 2 for (B)(4).